Event description:
It was reported that the patient was seen as an in-patient in the hospital for reported pacing at a rate of 101 bpm (beats per minute) and presented with coughing. From the device check it was found that there was a high right atrial (ra) threshold noted by capture management on 2013-(B)(6). The atrial lead's rate response was turned off and the outputs were reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4024-58 implantable pacing lead implanted: 2001-(B)(6); 305c25 implanted tissue valve, implanted: 2006-(B)(6). (B)(4).